Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating every brush head from the pack broke after 3 to 5 days of use. No injury was reported.